Manufacturer narrative:
The customer¿s report of fluid leaking with air bubbles in the tubing was confirmed. Visual inspection showed that the set¿s t-connector had a loose top cap and the modified valve piston was received outside of the t-connector¿s housing. Inspection under magnification verified there were no signs of ultrasonic welding to attach the top cap to the housing. During functional testing a leak and air bubbles were observed as fluid flowed through the connected cap and housing. The cause of the leaking was a manufacturing issue of the t-connector¿s top cap not having been ultrasonically welded to the housing.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 16127113 is 10885403237829. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA, which states, ¿while starting an IV and obtaining blood sample from patient, blood was noticed to be leaking from the first hub and air bubbles noted to tubing. Nurse did not flush the IV tubing due to potential contamination. IV tubing was changed and flushed without difficulty. This is the second time this has happened in the pediatric ER, first time was not documented. Blood cultures were obtained." The customer reported that the blood cultures showed no growth at 5 days and there was no patient harm.